Event description:
This senior medical affairs specialist has classified the complaint based upon info the pt/layperson gave to a customer care advocate, cca, in 2008. The pt alleged that her onetouch ultra meter had reverted to the set-up mode on the day before, immediately after changing the battery. Reportedly, the pt developed a symptom of "shaking" after the perceived issue began. The pt allegedly rec'd no treatment. The cca assisted the pt in resetting the meter successfully and also replaced it. The pt's readings prior to this reported issue are unk. Because the pt reportedly developed a symptom that can be associated with severe hypoglycemia after a perceived issue that was resolved, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.